Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via the left subclavian access, the valve began to dive deep. The valve was pulled into the aorta for removal. During removal, the valve became partially deployed and subsequently the valve was completely deployed in the ascending aorta. A second transcatheter bioprosthetic valve was deployed in the correct position. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.